Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of pelvic organ prolapse and stress incontinence. It was reported that after implant, the patient experienced pain, injury, vaginal mesh erosion, discharge, recurrence, bowel problems, menorrhagia, hypermobile urethra, and leaking of urine with cough. Post-operative patient treatment included additional surgery. The device had been used with spmli ethicon prolene soft, lot # tpb856, expiration date: 04/15/2005.